Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be derailed. The housing was removed to find the grip cable to be derailed at the clamping pulley. The pulley cable grooved exhibited white residue. Failure analysis investigation also found the following damages: the instrument's back end pulley was contaminated. The back idler pulley exhibited orange colored residue. Failure analysis concluded that the this may be due to improper cleaning. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the tips on the prograsp forceps instrument was not turning. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.